Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 250cc breast implant and experienced deflation on the left side post-operational. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate profile 250cc, catalog number: 3501635, lot number: 7308705 on (B)(6) 2019.

Manufacturer narrative:
Additional information: on 7/18/2019, the mentor failure analysis lab received the device for evaluation. On 7/31/2019, the product investigation was completed. Device evaluation summary: during evaluation of the sample some creases were observed on the posterior view. Within the crease a tear was noted on the posterior view measuring approximately 0.4 cm. In addition missing material was observed on the anterior view measuring approximately 1.5 cm x 2.0 cm. Microscopic examination of the edges of the tear gave no indications as to cause of the failure. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).